Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the yellow striped tubing at vl12-b was cut and leaking into the instrument. The fse replaced the yellow striped tubing to resolve the leak issue, ex errors and the incomplete hgb error. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer generating an incomplete hemoglobin (hgb) error while running quality control (qc); and a leak of 1 cup under the white blood cell (wbc) bath at valve 12-b (vl12-b) while running patient samples. The customer stated that the instrument also generated xb errors at the time of the leak. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing lab coat, face shield, and gloves at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.